Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4)

Event description:
The customer reported via phone that the customer had a prime rewind anomaly. Customer stated they did not hear the three beeps, but insulin was squirting out the insulin pump. The customer stated they were unable to get to the fill cannula process until all the insulin was used. It was also found a compromised force sensor system alarm occurred on the insulin pump. Troubleshooting found the drive support cap was sticking out. Customer could not recall pressing on the cap while connected. Customer's blood glucose was unknown. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.